Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor alarm and one-minute non-destructive ram test failed alarm. The customer¿s blood glucose level was 249 mg/dl at the time of incident. The device will be returned for analysis.

Manufacturer narrative:
No unexpected the one-minute non-destructive ram test failed. Or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero alarm (line number 292 file number 38) and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.